Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father stated that his daughter was hospitalized for low blood glucose levels. Prior to the event, the customer was experiencing "no delivery" alarms and high blood glucose levels. The customer delivered too much insulin, and her blood glucose levels dropped to 33 mg/dl, causing her to lose consciousness. Troubleshooting was performed, and the basal rates were not programmed correctly. The father felt that something was wrong with the insulin pump, and asked to have it replaced. Nothing further was reported.